Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited a capture issue. The lead was capped and replaced on (B)(6) 2018. No patient symptoms or additional information was reported.

Event description:
New information reported on (B)(6) 2018 stated that the right ventricular lead exhibited loss of capture and high thresholds. The issue was identified in-clinic. The patient was calm and stable before and after surgery.